Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary it was reported that  the patient's implant is moving a lot from the lower part of their butt cheek all the way up to almost their waist. They have gone through all 7 programs and increased the stimulation to 5.4 before the patient can feel it, but it is not working and they have no control at all. The patient was redirected to their healthcare provider to further address the issue. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.